Event description:
A customer had a problem with the dual lumen PICC. The customer reports "the PICC leaks at the end of the butterfly." The customer reports " the icc was pulled out and replaced with a single lumen PICC.